Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to expected behavior of charging difficulties associated with the ipg lifecycle, as the ipg had been in place for ten years and had exceeded its estimated five-year service life. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing great.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.